Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that the metal tip was missing and broke off of the connector pin on (B)(6) 2018. The patient confirmed that the tip was not stuck in the recharger. A replacement desktop charger (dtc) was sent to the patient. The patient called back on (B)(6) 2018 reporting that the issue did not occur with the dtc, but it was with the recharger. The patient reported that they had to hold the replacement dtc into the recharger in order for it to work. The patient reported that they were in very bad shape, had trouble speaking, and could not walk because they could not charge their ins. The patient reported that the symptoms were first experienced on (B)(6) 2018. A replacement recharger was sent to the patient. No further patient complications have been reported as a result of this event.